Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay0582 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that they are experiencing difficulty inserting and withdrawing the guidewire. Once the guidewire is inserted through the needle guide the wire ¿gets stuck¿ and the healthcare professional (hcp) is unable to withdraw unless the guidewire and the needle are removed together. After the device was removed the hcp was still not able to withdraw the guidewire from the needle, as if there was a ¿knot in the wire¿. Hcp used a micro-ez and guidewire to complete the procedure. No patient injury was reported.